Manufacturer narrative:
Updated information from initial in section d4 - expiration date, d4 - primary UDI number, and h4 - device mfg date. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A ticket search by lot did not identify an increase in complaint activity related to the issue under review. Ticket trending review did not identify any trends for the complaint lot/issue. Device history record review was performed on lot 53586fp00, and did not show any potential non-conformances, deviations, or non-conformances related to the issue under review. The historical performance of reagent lot 53586fp00 was evaluated using worldwide field data. The patient¿s data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 53586fp00 is within the established control limits. Therefore, no unusual reagent lot performance was identified for the complaint lot. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect ca 19-9xr reagent lot 53586fp00 was identified.

Event description:
The customer observed falsely elevated architect ca 19-9xr results for a patient sample. It is unknown if the patient has been diagnosed with pancreatic cancer. The following data was provided: 29jan2024 result = 34.57. 01feb2024 result = 50.91. 05feb2024 result = 111.14. 06-feb-24 result at an outside lab on a different platform = 23.5. 08-feb-24 result = 101.85. 09-feb-24 result at an outside lab on a different platform = 29.69. No impact to patient management was reported.

Event description:
The customer observed falsely elevated architect ca 19-9xr results for a patient sample. It is unknown if the patient has been diagnosed with pancreatic cancer. The following data was provided: (B)(6) 2024 result = 34.57. (B)(6) 2024 result = 50.91. (B)(6) 2024 result = 111.14. (B)(6) 2024 result at an outside lab on a different platform = 23.5. (B)(6) 2024 result = 101.85. (B)(6) 2024 result at an outside lab on a different platform = 29.69 . No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section e1 - address 1 complete entry = (B)(6). All available patient information was included. Additional patient details are not available.  This report is being filed on an international product, list number 02k91-32 that has a similar product distributed in the us, list number 02k91-33.